Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first seven clips fired and formed properly, but after that point the clips were scissoring. At this time he was placing clips on the arterial structures. A second device was opened and the clips were scissoring also. We pulled a covidien clipper off of the shelf to finish the case and had no clip forming issues. There were no patient consequences reported.